Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (integrated charger problem and download failure code 202) has been confirmed. Upon investigation the integrated charger was intermittently powering on. The cause for the failure was due to a damaged power supply connector. The root cause for the defective charger is underway at the vendor. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a charger was unable download due to a download failure code 202.